Event description:
It was reported that stent damage occurred. Following pre-dilatation with a 2.5x12mm apex balloon catheter, a 3.00x16mm promus premier stent was advanced but failed to cross the lesion. However, when the device was removed, it was noted that there was a defect in the proximal stent struts. No patient complications were reported.